Event description:
It was reported that the tibial impactor was broken during impacting the tibial component. The broken tip did not remain in the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.